Event description:
During the pulmonary vein isolation procedure after transseptal puncture there was a cardiac infarct. There was a change in heart rhythm with st elevation. A pci was performed and eliminated the supposed thrombus. The procedure was canceled with the patient in stable rhythm. There was no malfunction with the abbott catheter. A tee was performed before the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.